Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during the surgery, the screw broke. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
Correction : lot number: (B)(4).

Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately .5mm of the distal threads have broken off and were not returned. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness were measured and found to meet print specifications. With the limited clinical details provided regarding site preparation, graft type, graft size and tunnel size no root cause can be determined.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion.